Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, encountered an issue with a bard PICC leaking when flushed. It was indeed leaking. When d/c¿ing the PICC I found that it was partially severed at approximately the 5cm mark. To complicate matters, I was not able to fully d/c the PICC. I was only able to remove it half way. Met lots of resistance. Tried a few different techniques without success. The facility was good to send the patient to the hospital for further evaluation. PICC placed 07/05/2024 in the right brachial. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc was returned for evaluation. An initial visual observation of the photographs showed a large circumferential split in the catheter tubing near the 5 cm depth marker. The split exhibited features similar to characteristics of flexural fatigue; however, no further details or distinguishing features of the damage could be discerned from the sample in the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, encountered an issue with a bard PICC leaking when flushed. It was indeed leaking. When d/c¿ing the PICC I found that it was partially severed at approximately the 5cm mark. To complicate matters, I was not able to fully d/c the PICC. I was only able to remove it halfway. Met lots of resistance. Tried a few different techniques without success. The facility was good to send the patient to the hospital for further evaluation. PICC placed on (B)(6) 2024 in the right brachial. No other information was provided.